Event description:
Procedure type: lap hernia repair. According to the reporter: balloon was inserted into abdomen via normal protocol, however upon inflation of balloon the system ruptured. Device was removed and new balloon was placed. Sales representative does not believe any piece fell into cavity, as he was not informed of such.

Manufacturer narrative:
(B)(4).